Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit erbe generator was not connecting to the grounding pad. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the erbe generator was replaced with a third-party force triad generator to complete the procedure due to the neutral pad issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electro surgical unit (iesu) due to intermittent ground plate contact. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found in error logs, the (m-0b) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint regarding generator not connecting to the grounding pad was confirmed by failure analysis. The probable root cause is attributed to an improper instrument impedance resulted from an electrical component failure in the erbe generator.

Event description:
Refer to h11 for follow-up information.